Manufacturer narrative:
.

Event description:
The hcp reported that the pt had a buzzing sensation on top of her head, on the left side of her face, and around her nose area. Sometimes, it increased in sensation. There was no known accident or incident related to the buzzing, but it was approx 2 months after a new neurostimulator was implanted on the right side and also around the time of a known lead short on 0-3. The hcp programmed around the short, but the buzzing continued. Palpation did cause the stimulation to change. Palpation also resulted in changes in sensation, when the stimulation was turned off. Additional info has been requested, a follow-up report will be sent if additional info becomes available.